Manufacturer narrative:
A ge representative evaluated the system and replaced the image processor and the video controller boards. The system operates as intended.

Event description:
The customer reported the images gradually get darker when in automatic exposure control mode. No patient injury was reported.